Manufacturer narrative:
Imdrf device code a0401is being used to capture the reportable issue of basket wire broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the billary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to crush a stone from the billary duct. However, the side car channel and basket wire were torn. The basket wire was not opening correctly, the basket wire was still attached to the device. There was no stone inside the basket when it failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.